Event description:
Confirmed that the blood pressure module will not turn on when pressing the button to start. Module is still under warranty repair. Shipped to third party service for repair. Additional notes (timeline):1. Module was shipped out from hospital site. (B)(4) ground 5 days.2. Module arrived from repair. Worked performed: replaced components. Performed a preventative maintenance (pm) test. 3. Module is currently back in service.